Manufacturer narrative:
D10 concomitant product: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n2m0470y sigphandle - sig power sigphandle handle, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastric sleeve, while on the first fire of the stapler reload, the surgeon was able to press the green button, but the stapler was unable to fire. It was noted that the jaw of the device locked on tissue but was articulated normally back into neutral. The surgeon grabbed another reload to resolve the issue and complete the case. There was no patient injury.